Event description:
It was reported that patient underwent primary hip procedure on (B)(6), 2012. Patient underwent revision surgery on (B)(6), 2012 due to malpositioning. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 2 mdrs relating to the same reported event. Please also see MDR 3002806535-2012-00090.